Event description:
It was reported that the customer believed his insulin pump was delivering too much insulin. He could not get his blood glucose level to stay up. His blood glucose level was 40 mg/dl. The insulin pump had cracks along the battery compartment. The insulin pump also had a crack at the top where it connects to the belt clip and a history anomaly. He was advised to disconnect from the insulin pump and revert to a backup plan. The product was returned. Nothing further to report.

Manufacturer narrative:
Additional information has been provided by failure analysis that was not included on the initial device evaluation: the insulin pump passed the displacement accuracy test.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.